Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient (with known t-wave oversensing) had an emergency pacemaker check because its cardiac rate was at 45 min-1. The pacemaker had been programmed to ddi 60 min-1 with the ventricular sensitivity programmed at the minimum (6mv) but some t-wave over sensing was still observed. When the pacemaker was interrogated, the elective replacement indicator was received and the pacemaker was therefore in vvi mode, at 70 min-1 and ventricular sensitivity at 2.2mv; in those conditions, continuous t-waves oversensing was observed. During previous follow ups, the displayed residual longevity was at 77 months in (B)(6) 2009, 43 months in (B)(6) 2010 & 19 months in (B)(6) 2010. In (B)(6) 2011 (i.e. Four months later), the eri was reached. The pacemaker involved in this MDR report was explanted and returned for analysis. A new pacemaker was implanted and the ventricular sensitivity was programmed to the maximum value to avoid t-wave oversensing.